Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and the suture was used. During a post-childbirth suturing, when making the first stitch, because of a needle-holder the needle pulled off of the thread and was lost in the subcutaneous tissue. It was also reported that a medical staff succeeded in retrieving the needle but with difficulty, pain and additionnal stitches to retrieve the needle. It is unknown how the procedure was completed. No further information is available.